Manufacturer narrative:
The 510k status: preamendment. Concomitant devices: vortex coils&interlock idc coil-boston scientific, terumo-radiofocus; (B)(4). Park, s. Et. Al, (2015), prospective randomized trial comparing pushable coil and detachable coil during percutaneous implantation of port-catheter system for hepatic artery infusion chemotherapy, abdominal imaging. Recvd 31jan2018. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported in the attached journal article, a case of a (B)(6) male with hepatocellular carcinoma in the left lobe of their liver. Portal venous phase images of contrast-enhanced magnetic resonance (mr) revealed the hepatocellular carcinoma in the left lateral segment with tumor thrombosis in the left portal vein and bile duct invasion. The image was obtained during embolization of gastroduodenal artery using micro-nester coil. The proximal segment of the coil continuously regurged back into the hepatic artery, and was removed. Dissection of the proper hepatic artery occurred during removal. Follow-up angiography after port-catheter system implantation via left subclavian artery revealed dissection in the proper hepatic artery, occluding right hepatic artery .

Manufacturer narrative:
A review of the complaint history, instructions for use (IFU) and manufacturing instructions of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. A review of relevant manufacturing documents was conducted. It was concluded that the device was visually inspected by quality control and no notable gaps in production or processing controls were noted. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. A review of the complaint database could not be conducted as the product lot is unknown. A review of complaints that involved migrating nester microcoils within the last three years revealed five additional complaints (B)(4) with similar failures. As none of those complaints had related product lots, it was determined that the complaints were unrelated and this failure is an inherent risk of the device. The IFU states: warnings: positioning of embolization coils should be done with particular care. Coils should not be left too close to the inlets of arteries and should be intermeshed with previously placed coils if possible. A minimal but sufficient arterial blood flow should remain to hold the coils against the previously placed coils until a solid clot ensures permanent fixation. The purpose of these suggestions is to minimize the possibility of loose coils becoming dislodged and obstructing a normal and essential arterial channel. -nester embolization coils are not recommended for use with polyurethane catheters or catheters with sideports. If a catheter with sideports is used, the embolus may lodge in the sideport or pass inadvertently through it. Use of a polyurethane catheter may also result in lodging of the embolus within the catheter. Precautions: perform an angiogram prior to embolization to determine correct catheter position. Prior to introduction of the embolization coil, flush the angiographic catheter with saline. The root cause investigation was found to be inconclusive. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred - attachment: [pr218043_park_prospective randomized trial comparing pu.pdf] blank fields on this form indicate the information is previously submitted, unknown, or unavailable. A review of the complaint history, instructions for use (IFU) and manufacturing instructions of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. A review of relevant manufacturing documents was conducted. It was concluded that the device was visually inspected by quality control and no notable gaps in production or processing controls were noted. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. A review of the complaint database could not be conducted as the product lot is unknown. A review of complaints that involved migrating nester microcoils within the last three years revealed five additional complaints (B)(4) with similar failures. As none of those complaints had related product lots, it was determined that the complaints were unrelated and this failure is an inherent risk of the device. The IFU states: warnings: positioning of embolization coils should be done with particular care. Coils should not be left too close to the inlets of arteries and should be intermeshed with previously placed coils if possible. A minimal but sufficient arterial blood flow should remain to hold the coils against the previously placed coils until a solid clot ensures permanent fixation. The purpose of these suggestions is to minimize the possibility of loose coils becoming dislodged and obstructing a normal and essential arterial channel. Nester embolization coils are not recommended for use with polyurethane catheters or catheters with sideports. If a catheter with sideports is used, the embolus may lodge in the sideport or pass inadvertently through it. Use of a polyurethane catheter may also result in lodging of the embolus within the catheter. Precautions: perform an angiogram prior to embolization to determine correct catheter position. Prior to introduction of the embolization coil, flush the angiographic catheter with saline. The root cause investigation was found to be inconclusive. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional information was received per email communication in response to event details. The additional information clarified that per the physician, "the date of the event was 4-5 years ago." It was also reported per the physician response, that information regarding the complaint product part number(s) was "written in this study report", there were "no" pre-existing conditions that contributed to the regurgitating of the coil and "no" section of the device remained inside the patient's body. The patient received "his next procedure of chemo ports; next port procedure is normal next step procedure". It was also reported that no death resulted due to this occurrence and the patient had no adverse effects due to this occurrence. After further review of the record, it was determined that quality control of the device was also reviewed during the investigation.